Event description:
It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes have presented low or even critical natremia and kalemia. The following information was provided by the initial reporter: several patients tested on heparinised tubes from your laboratory have presented low or even critical natremia and kalemia, implying corrections by potassium and/or sodium from the doctors. Although the heat wave context seems to be at play, after confrontation with the laboratory that tested certain samples several times, I would like to know if certain batches of tubes (heparinised or even dry tubes) had indeed undergone all the quality controls or if a batch recall (not found elsewhere) was in progress.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-02. H.6. Investigation summary: material #: 369032. Lot/batch #: 2084237. Bd received samples for investigation. The customer samples were tested and no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was not able to duplicate or confirm the customer¿s indicated failure mode, erroneous na and k, because the defect was not evident in the testing of the returned lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results} were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes increase in potassium and sodium supplementation and even hospitalisation. The following information was provided by the initial reporter: patient impact: no major consequences but a significant increase in potassium and sodium supplementation and even hospitalisation at the general hospital for a cardiological check-up (which turned out to be normal) following a critical kalaemia (#2.5 mmol/l). At the time of the patient's transfer, potassium supplementation had been started and the hypokalaemia persisted but was much less critical than announced: it is therefore difficult to know if it was real or to attribute it to the tube, the analysis, the sampling conditions etc.